Event description:
It was reported from (B)(6) that the engine of the battery oscillator device runs irregularly "stutters" and on occasion stops working. Therefore device cannot be used. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the cause was control unit was not functioning. The assignable root cause was determined to be due to device wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.